Event description:
Treatment of a davf with onyx. During onyx injection, it was reported the catheter ruptured at 15cm from the distal tip and onyx was diffused into the guide catheter. No pt injury reported. Same event as MDR# 2029214-2009-00328.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture.